Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed post-implant. Programming changes were made. Device remains implanted.